Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03289, for the other associated device info. It was reported to boston scientific corporation that two resolution clip devices were used during an egd (esophagogastroduodenoscopy)) procedure on a male pt performed on (B) (6)2009. According to the complainant, during the procedure, the clear sheath detached from the blue slider on both clips. The clips would not come out . The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis but the evaluation has not yet been completed. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed. (B) (4).